Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 627734) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Previously administered products included for gestational diabetes: metformin from 1995 to 2008; for an unreported indication: depo-provera from 2004 to 2005. Concomitant products included fexofenadine hydrochloride (allegra) and metformin. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vulvovaginal pain ("vaginal pain"), mood swings ("hormonal changes describe: mood swings"), cystitis ("infection (bladder urinary tract/vaginal) type: bladder"), anxiety ("psychological or psychiatric problems conditions anxiety"), depression ("psychological or psychiatric problems and conditions: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy, bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, allergy to metals, menorrhagia, dysmenorrhoea, dyspareunia, vulvovaginal pain, mood swings, cystitis, anxiety, depression, bladder disorder, urinary tract disorder, migraine, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: vaginal and pelvic pain was constant, severe. Most if not all symptoms decreased soon after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.67 kgs. Hysterosalpingogram in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporters information updated. Lot no. Added. Event: injury were updated to hormonal changes describe: mood swings, new events: abnormal bleeding (general) abnormal bleeding (vaginal, menorrhagia), infection (bladder urinary tract/vaginal) type: bladder, psychological or psychiatric problems condition: anxiety and depression, bladder or urinary problems or changes, migraines / headaches, nickel allergy, dysmenorrhea , dyspareunia (painful sexual intercourse), pain: vaginal and pelvic , fatigue, weight gain were added. Historical drugs, medical history , lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the lumen of fallopian tube is a silver metal spring measuring 6.5cm length'), endometritis ('endometritis'), haematemesis ('I started throwing up blood') and infection ('I was completely filled with an infection they couldn't explain') in an adult female patient who had essure (batch no. 627734) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes, breast cancer (sister), multigravida, parity 4, overweight and loop electrosurgical excision procedure. Previously administered products included for gestational diabetes: metformin from 1995 to 2008; for an unreported indication: depo-provera from 2004 to 2005. Concurrent conditions included headache since (B)(6) 2012, weight fluctuation and benign essential hypertension. Concomitant products included fexofenadine hydrochloride (allegra) and metformin. On (B)(6) 2008, the patient had essure inserted. In (B)(6) of 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general), pelvic pain ("pelvic pain female"), vaginal haemorrhage ("abnormal bleeding (vaginal), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), vulvovaginal pain ("vaginal pain"), mood swings ("hormonal changes describe: mood swings"), cystitis ("infection (bladder urinary tract/vaginal) type: bladder"), anxiety ("psychological or psychiatric problems conditions anxiety"), depression ("psychological or psychiatric problems and conditions: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), haematemesis (seriousness criterion medically significant) and infection (seriousness criterion medically significant) and underwent appendicectomy ("appendix taken out"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin es), ibuprofen (motrin) and surgery (full hysterectomy, bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the endometritis, pelvic pain, vaginal haemorrhage, allergy to metals, menorrhagia, dysmenorrhoea, dyspareunia, vulvovaginal pain, mood swings, cystitis, anxiety, depression, bladder disorder, urinary tract disorder, migraine, fatigue, weight increased, haematemesis, appendicectomy and infection outcome was unknown. The reporter considered allergy to metals, anxiety, appendicectomy, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, endometritis, fatigue, genital haemorrhage, haematemesis, infection, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: vaginal and pelvic pain was constant, severe. Most if not all symptoms decreased soon after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.67 kgs. Hysterosalpingogram - in (B)(6) of 2009: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: small, nonspecific echogenically complex structure associated with left ovary, could be complex cyst, but could also represent an endometrioma. On (B)(6) 2013: impression: small complex right adnexal cyst. More prominent left adnexal cyst. Mildly accentuated endometrial thickness. Lot number:627734 manufacture date: 2008-07 expiration date: 2010-07, embedded device. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device and endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received : reporter added. Event added- haematemesis, appendicectomy, infection. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the lumen of fallopian tube is a silver metal spring measuring 6.5cm length'), endometritis ('endometritis') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 627734) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes, breast cancer (sister), multigravida, parity 4, overweight and loop electrosurgical excision procedure. Previously administered products included for gestational diabetes: metformin from 1995 to 2008; for an unreported indication: depo-provera from 2004 to 2005. Concurrent conditions included headache since (B)(6) 2012, weight fluctuation and benign essential hypertension. Concomitant products included fexofenadine hydrochloride (allegra) and metformin. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vulvovaginal pain ("vaginal pain"), mood swings ("hormonal changes describe: mood swings"), cystitis ("infection (bladder urinary tract/vaginal) type: bladder"), anxiety ("psychological or psychiatric problems conditions anxiety"), depression ("psychological or psychiatric problems and conditions: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin es), ibuprofen (motrin) and surgery (full hysterectomy, bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the endometritis, pelvic pain, vaginal haemorrhage, allergy to metals, menorrhagia, dysmenorrhoea, dyspareunia, vulvovaginal pain, mood swings, cystitis, anxiety, depression, bladder disorder, urinary tract disorder, migraine, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, endometritis, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: vaginal and pelvic pain was constant, severe. Most if not all symptoms decreased soon after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.67 kgs. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: small, nonspecific echogenically complex structure associated with left ovary, could be complex cyst, but could also represent an endometrioma; on (B)(6) 2013: impression: small complex right adnexal cyst. More prominent left adnexal cyst. Mildly accentuated endometrial thickness.. Lot number:627734 manufacture date: 2008-07 expiration date: 2010-07, embedded device. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device and endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). On (B)(6) 2019: mr received: new events (embedded device and endometritis), new reporters, patient ethnicity, medical history, drug used to treat ae and lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.